Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening the package we found a damaged implant.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the photographs provided confirmed the reported event. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.